Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Daughter of customer alleges he drove into a ditch due to the swing away holding the joystick coming loose.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Daughter of customer alleges he drove into a ditch due to the swing away holding the joystick coming loose.